Manufacturer narrative:
In previous report labeled for single use? Given wrongly, in this report has been updated correctly.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, dust contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was two error code found. The third-party service center concludes that there were visible foam degradation and unit got corrected.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.